Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was instructed by hcp to have their settings changed because they had been the same since implanted. Pt was wondering if the programming could be done over the phone. Pt said they tried making changes to the width and group change and pt exhausted the settings they had. Pt said they needed to get a benefit of a different relief. Pt reported they where having a pain like they never had before. It started over a month ago. The pain had been the same but unbearable and keeps pt up all night. The pain was in the left shoulder blade and it was like the constant burning like someone was taking a poker out of fireplace when it is burning and stuck it into the shoulder blade. Patient noticed they were not quite getting the relief from the settings that they had it at. Pt felt like things had changed as if the lead might have migrated or moved. Pt reported their trial was over a year ago. A week after implant the rep told the pt that the lead was not placed where they wanted to place it in the neck due to pt having too much scar tissue from the trial. Pt said this was the only reason to have the device done because of their arm and neck. Pt was concerned if they did not place it right. Had they known about the scar tissue pt may have opted out having it done.  Pt is scheduled to have another injection done on tuesday where they were going to do a fluoroscopy to see if the leads had moved.  Pt also said 'do not get me wrong, I do get some relief'. Pt said hcp told them to reach out to the rep for reprogramming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024, brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the cervical lead migrated away from the area the patient was getting pain relief prior when checked under fluoroscopy. The patient continued to report burning in the shoulder blade and decreased pain relief but was still receiving some pain relief.

Event description:
It was reported the lead migrated, and the patient had to have surgery twice.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.